Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as designed and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 15 minutes. It was reported that the surgeon felts that he was inaccurate by 3.6mm at a certain point. The surgeon had an endoscope with a suretrak navigated and then took a scope probe. They covered up the suretrak with a sterile glove. The surgeon had to get the scope probe spheres in the correct orientation to have the camera see it. Once they got it stable, the surgeon felt he was superior by 3.6 mm. At this point, he was pretty much done with the case and stopped using navigation to finish up. He did not do anything to check accuracy after this. He felt accurate throughout the case otherwise. The surgery was completed and there was no impact on patient outcome. Technical services (ts) analyzed the patient archives and discovered that touch registration was used with ten fiducials, but only five were used for the actual registration. The green zone of accuracy did not encompass tumor model. It was recommended that the surgeon utilize the fudicials to get a larger zone of accuracy.

Manufacturer narrative:
The software logs did not point to any cause of alleged inaccuracy. The archive showed that only 5 of the 10 fiducials were touched, and the green zone of accuracy did not include the tumor model. If information is provided in the future, a supplemental report will be issued.